Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Testing of the customer samples was performed and underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubes have low draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 71 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: tubes were low draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: k023331 & bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes have low draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 71 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes were low draw.